Manufacturer narrative:
Retained samples of the concerned lot number (221205-4301) have been inspected visually. All samples were within limits, no failure could be detected. We are reporting this incident because we distribute defibrillation electrodes of comparable design in the us. Investigating the provided customer pictures it can be stated that the release liner was applied incorrectly - the printed arrows of the siliconized release liner should point to the left hand side when viewed on the gel side, but in the photos provided, they are pointing to the right hand side when viewed on the gel side. Additionally, the pull tab of the siliconized release liner should be positioned on the right hand side. However, in the provided pictures, it is located on the left hand side. Furthermore, it is evident that the release liner is not flush with the edge of the electrode, but shifted significantly to the right hand side. Air bubbles are also visible underneath the release liner, which typically occur when the liner has been removed and reapplied. This leads us to assumption that the release liner was previously removed/lifted and then reattached using the incorrect (non-siliconized) side of the release liner. During the production process a siliconized liner is laminated to the pad liner. The electrodes are cut from the laminated liner later in the process. The protective cover liner is never lifted off the product during production, assembly or packaging. If an entire roll of protective liner material had been introduced into the machine the wrong way (siliconized side facing the gel) an entire lot of electrodes would have been affected. Such a condition would have been detected during lot approval inspections or even during the production or assembly process. We have also reviewed our retained samples. The reported lot number 221205-4301 includes two semi-finished lot numbers: 221020-0635 and 221020-0636. We examined all retained sample electrodes from the two batches from the beginning, middle, and end of the production run. The retained samples of the concerned lot numbers showed no failure. No other complaints of that nature have been filed for this product. It can only be speculated that the user has removed the protective cover of the defibrillation pad (after opening the sealed pouch) at some stage in their procedure and reattached it with the wrong side up. However, this represents a misuse and not a failure caused by leonhard lang. We therefore consider the investigation and the report closed. No further conclusion can be drawn.

Event description:
On june 25th, 2025, we have been informed by our customer about a failure with defibrillation electrode sets. A mindray defibrillation electrode set, catalogue number mr60 (model df45c), had been detected as defective at an unknown user site in france. The initial report is stating that: "on (B)(6) 2025, a 72-year-old patient was being treated for hypoxic cardiopulmonary decompensation. The patient was found in hypoxic cardiac arrest (ca) in their room after being admitted to the service, necessitating the use of the emergency defibrillator. One of the electrodes did not detach from the plastic protection and was therefore unusable. There was a delay in changing the electrode due to the immediate replacement electrode not being connected to the defibrillator, and no alarm was triggered since the unusable electrode remained connected. This resulted in an approximately 7-minute delay in managing the cardiac arrest. The hospital reported that the patient passed away due to the underlying pathology, with no direct link to the incident (non-shockable hypoxic ca). The unusable electrode was kept for examination. No action was taken on the defibrillator as it was functional.". We also received a picture showing the involved product pouch. Two pictures are showing the involved electrode with claimed defect when viewed on the gel side and one picture is showing the back side (printed foam side) of the involved electrode. No further details have been disclosed.